Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the capsule could not be identified after a laser was used to create a capsulotomy. Capsulotomy was created a second time manually. Surgeon did not sculpt in the lens chop pattern but was 45 degrees away. While attempting to split the nuclear material, a posterior tear was noticed in the capsule. Anterior vitrectomy was performed and a three piece lens was placed in the sulcus. Additional information has been requested.

Manufacturer narrative:
The system settings for the case were reviewed. There were no unusual values found. Based on qa assessment, the product met specifications at the time of release. A review of complaints did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).